Event description:
"During power injection of CT contrast media via t-connector #22 into right antecubital space contrast sprayed out of the end of the connector. There was no pt injury. Risk of injury could spray in eyes or not receive enough contrast for exam." Upon further query the following info was provided: the customer contact reported that the event occurred during an unspecified CT scan. No specific injection pressures, type of injector, type of contrast media, and specific length of time before the event were provided. There was no report of contrast coming into contact with the pt or staff. It was unspecified if the CT scan was completed. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.